Event description:
It was reported to boston scientific corporation that during a cystocele repair with apical suspension using a pinnacle pfr kit, the suture tore in half during the initial throw of the mesh arm through the sacrospinous ligament. The suture piece with the attached needle was caught inside the capio device. The case was completed using another pinnacle kit, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Please see the attached pages which addresses the FDA request for additional information. (B)(4)

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during a cystocele repair with apical suspension using a pinnacle pfr kit, the suture tore in half during the initial throw of the mesh arm through the sacrospinous ligament. The suture piece with the attached needle was caught inside the capio device. The case was completed using another pinnacle kit, with no complications to the pt, who is reportedly "fine" post-procedure.